Event description:
Reportedly, after a follow-up, the pacemaker was found to have reached its recommended replacement time (rrt), although the estimated residual longevity observed in the previous follow-up displayed a sufficient duration. The subject pacemaker was explanted and returned for analysis. Preliminary analysis of the returned device revealed that electrical characteristics were within specifications.

Event description:
Reportedly, after a follow-up, the pacemaker was found to have reached its recommended replacement time (rrt), although the estimated residual longevity observed in the previous follow-up displayed a sufficient duration. The subject pacemaker was explanted and returned for analysis. Preliminary analysis of the returned device revealed that electrical characteristics were within specifications.